Event description:
It was reported that dissection occurred. The target lesion was located in the left anterior descending artery. Following pre-dilation with 2.00 and 2.50 non compliant balloons, a 3.50 x 20mm synergy stent was delivered to the target lesion with the help of a guidezilla 2 guide catheter. Following stent deployment, a dissection was noted in the left main artery considered to have been caused by the stent. The dissection was treated with prolonged balloon dilation and the deployment of another stent to cover the dissection. The patient was stable post procedure and fully recovered.